Manufacturer narrative:
The pump had a button error alarm and no button response due to corroded keypad traces. The pump was received with a minor scratched display window, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that the buttons were not working on the insulin pump. Customer stated that she took the battery out and when she re-inserted it, she received a button error alarm. Customer's blood glucose was 122 mg/dl at the time of the incident. Customer stated that none of the buttons were working on the pump when she tried to give herself a bolus. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.